Event description:
It was reported that device component detachment occurred. A direxion catheter infusion was selected for use. During the procedure, resistance was encountered while using the device, and a device component detached. The device could not be used as intended and an alternate device was required to continue the procedure. No patient complications were reported as a result of this event.